Manufacturer narrative:
(B) (4): the inner sleeve was returned for evaluation. Visual examination of the tip of the reduction sleeve found one side of the sleeve tabs is bent outward; with the tab-to-tab width dimension approximately 2.5mm at the mas head retention features. Visual and optical examination of the instrument did not reveal any material damage in terms of fracture, cracking, or wearing. Analysis findings suggest that this instrument may been subjected to aggressive release techniques that could have bent the tabs and resulted in the foregoing event. A review of the device history records did not identify any applicable nonconformance to specification.

Event description:
It was reported that the extender detached from the screw during surgery. The surgeon was attempting to advance the screw into the pedicle. The surgeon used the reattachment driver and pulled the screw out. The surgeon was able to use another extender to finish the surgery. No further complications were noted. The surgery time was extended approximately twenty minutes.